Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate remained static. Reportedly, the cartridge was filled with cold insulin and the customer was not performing the air removal technique. Customer¿s blood glucose ranged between 250-300 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.